Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used during an ercp procedure on (B)(6), 2011. According to the complainant, the physician was only able to get the stent to partially deploy. The device was removed from the patient, and another ultraflex was used to complete the procedure. The complainant reported that there were no consequences to the patient as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.